Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy. It was stated that they are having a return of symptoms that began as of (B)(6) 2016. The patient went to the office of their healthcare provider (hcp) on (B)(6) who adjusted that settings, and now they are not sure how to change to p1. Stimulation was not felt and therapy was confirmed to be on setting p2 at 4.6v, which was then increased to 4.7v with the patient feeling stimulation and the issue resolved. It was noted that the patient fell on their back in (B)(6) 2016 which was possibly related to the aforementioned issues. Follow up with the hcp is to be conducted. Follow up information received from the patient on oct-17 reported that the return of symptoms issue has somewhat resolved. It was reiterated that the patient fell, and indicated that perhaps "some" wires were misplaced. The patient is attending pelvic floor exercises and doing more kegels. Lately, however, they keep turning the device up or higher and don't always feel it. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.